Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having issues loading the insulin pump. He was unable to fill the cannula. Customer's blood glucose level was 500 mg/dl. He treated his high blood glucose level with a manual injection. The insulin pump alarmed no delivery. The reservoir did not have enough insulin to troubleshoot causing the no delivery alarm. The backlight did not turn on. The insulin pump had a low power battery but when he changed it, the insulin pump had a blank display. The screen was not turning on. The display returned after troubleshooting however the insulin pump alarmed battery out limit. The customer had reinserted the same new battery but had inserted it the wrong way. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The device was not returned.